Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that after the stent graft was implanted the physician did not finish reconnecting the tapered tip into the graft cover. The physician was under the impression that the tapered tip was retracted into the graft cover; however, the radiopaque marker of the graft cover was behind previously placed coils and the physician was unable to visualize the marker during retraction. As the delivery system was being removed out of the pt, the nose cone perforated the femoral artery. A patch was placed surgically to successfully address the injury of the femoral artery. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Results: (arterial trauma/dissection/perforation, arterial and venous occlusion). Results, conclusions: (tapered tip was not retracted into the graft cover after the stent graft was deployed).